Event description:
A us distributor contacted zoll to report that a patient developed a bleeding sore under the lifevest equipment. It was reported that the patient went to the ER because of gong alarms from the lifevest. The patient was not admitted as the alarms were not cardiac related and the patient was retrained. There was no alleged device malfunction contributing to the irritation. It is unclear if the ER doctor treated the patient's skin irritation while the patient was there. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.